Manufacturer narrative:
Device will be evaluated once received by manufacturer and reported findings will be forwarded once obtained.

Event description:
This report is submitted to comply with (B)(4) since this is a life support device. Customer reported the following found during initial testing. No patient involvement. On expiration pressure at 0 cm h2o, inspiration pressure is at 10 cm h2o. By slowly increasing inspiration pressure, the needle does not go up slowly and jumps from 10 cm h2o to 20 cm h2o. If the inspiration pressure is increased the gauge works correctly.